Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs were provided. The customer's report was observed during review of the device logs. However, without receipt of the device, root cause determination could not be perfomed. Analysis of reports of this type has not identified an increase in trend.

Event description:
The complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.